Event description:
A surgeon reported at the beginning of a cataract surgery, while attempting to make the first incision, it was noted that the knife was not sharp enough and the incision could not be made. The knife was switched out and a second knife was used from the same batch as the first. The second knife showed similar problems and the surgeon reported having to use an unusual amount of force to make a small, single, incision. In the end, the incision could be made, but the surgeon no longer wanted to use the knife. The patient was not harmed in any other way than the delay of the surgery (approximately 5 minutes).

Manufacturer narrative:
Two opened samples were returned. Evaluation of the samples showed the following results: the samples were examined using 10x magnification and both were found to have damaged cutting edges. The device history record (DHR) for the lot was reviewed. Functional penetration test values for this lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the company's acceptance criteria. Because the exact root cause for the damaged knife is unknown, specific action with regard to this complaint cannot be taken. There have been no changes in the manufacturing process that would contribute to damaged blades. All knives are 100% inspected (B)(4). Any defects, such as the damaged cutting edges exhibited on the returned opened samples, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).